Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). Device (B)(4) - operator not trained. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The reported use of the perclose proglide system by a physician not trained in the use of the device is not consistent with the instructions for use (IFU). Perclose proglide system IFU, under caution states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular.

Event description:
It was reported that a physician, not trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture broke at an unspecified location while advancing the knot. The wire had been left in, and another proglide was used to successfully achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.